Event description:
Discordant, falsely elevated vitamin d results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument after the wash 1 solution was replenished and fluids had been primed through the system. The samples all resulted lower upon rerun, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the sample syringe, adjusted the sample tip-to-cuvette bottom, and ran controls, all of which were within range. Prior to the fse visit, repeat testing was performed after the wash 1 solution was replenished and fluids were primed, and the expected results were obtained. The cause of the discordant, falsely elevated vitamin d results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.